Manufacturer narrative:
(B)(4). Batch # n56g0r. Photographic analysis: one picture was provided. Picture provided shows, a view from the or, with an image of the proximal part of the anvil with a blue cartridge reload loaded on the device. The two outer rows can be appreciated with the drivers up, on the cartridge deck staples can be appreciated, the image is not clear enough, however, a staple appears to be not properly formed. Based on the photo alone the event described is confirmed, unfortunately there is not enough evidence in the photo to determine root cause. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
(B)(4). Batch # n56g0r. The analysis results showed that one ecr60b cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: were there malformed staples in the tissue? Some of in the tissue, some on the deck. Were there staples missing from the stapled part of the tissue (staple line interrupted/incomplete)? Incomplete and malformed. What was the product code of the stapler (plee60a, pse60a, ec60a, etc.)? Unknown. Was buttressing material utilized? If so, which product? Suture was used to sew the wound.

Event description:
It was reported that during an endoscopic sleeve gastrectomy procedure, after the sixth firing, found there were malformed staples on the deck of reload. Suture was used to sew the wound. There were no adverse consequences for the patient reported.